Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The lead was explanted and was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information received from the field representative that there was no lead fracture involved with this rv lead. No adverse patient effects were reported.